Event description:
During a bifurcation stenting procedure (culotte technique), of a left anterior descending artery and diagonal branch, an atw (all track steerable guidewire) tip "unwrapped over a distance of 6 cm and finally broke off". This stretched part of the guidewire could not be retrieved and is still in the pt. Access to the lesion was made by two atw guidewires. One of the steerable guidewires was positioned within the diagonal branch between th vessel wall and stent. The guidewire tip was slightly longer than the stent. During the withdrawal of the jailed guidewire, the longer portion of the guidewire tip separated.